Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the g5 mobile application shutoff with an alert. No additional event or patient information is available. Data was provided for evaluation. Data review did not confirm the reported event of an g5 mobile application shutoff with an alert. A root cause could not be determined via data.